Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for lead revision, high capture thresholds were noted. The physician explanted the pulse generator and a new one was placed. The patient was stable post procedure and would be followed with routine follow ups.